Event description:
During the procedure the radiopaque marker band separated from the aspiration catheter and remained on the guide wire. The physician inserted the guide wire into the patient. The physician inserted the aspiration catheter through the guide catheter and exited out the tip of the guide catheter. The monorail section of the aspiration catheter had to be exited out of the tip of the guide catheter because of the location of the thrombus. The physician felt resistance while trying to retrieve the aspiration catheter. The physician noticed that there was a knot located between the proximal part of the monorail section of the aspiration catheter and the distal tip of the guide catheter. The physician pulled the aspiration catheter back and the knot stripped off the whole monorail section and the radiopaque marker band separated and traveled onto the guide wire. The physician was able to remove the separated marker band from the patient.